Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported there was some blood by the event of gas. The device was used to complete the procedure. There was no adverse patient effect associated with this event. There were two lots of fusion oxygenator used in the manufacture of this custom pack: 225332404 and 225854452. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. There was less than 10ml of patient blood loss. A transfusion was not required as a result of this leak.